Event description:
It was reported that the coblator ii surgery system was taken out of service after the facility experienced an alleged increase in post-operative re-bleeds. The re-bleeds are being addressed with a competitor's product. No other information concerning specific events was provided.